Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 90 units of insulin during the load sequence. Customer's pump to be replaced to resolve the issue. Customer will revert to an alternate method in insulin therapy. Customer¿s blood glucose level was 300 mg/dl.